Manufacturer narrative:
The reported complaint of the atrial lead could not be fully inserted into the connector was confirmed. Analysis found epoxy on atrial contact spring. The epoxy was found gluing multiple loops of the spring together. The epoxy prevented the spring loops from expanding and from the loops sliding apart to allow the lead to insert through it. Since the spring could not expand and rotate due to the epoxy the spring was pushed out of its slot and was pushed down in the connector port by the lead. The spring is now blocking the lead from fully inserting into the connector port. Sem spectrum analysis verified the contaminant on the spring is epoxy. A manufacturing anomaly may have occurred that resulted in epoxy contamination of the contact spring.

Event description:
Related manufacturer reference number: 2017865-2023-17760. Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. During the procedure, the atrial lead was unable to be connected to the replacement device. An issue with the header was observed and a different pacemaker was used to complete the procedure. The patient condition was stable.